Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's father that the pump alarmed and insulin squirted out during manual prime. The customer's blood glucose was 109mg/dl. The customer was advised to discontinue use of the pump and revert to back up plan.